Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision/removal surgery on (B)(6) 2018 during which the surgeon noted dense adhesions involving the genitofemoral nerve. It was reported the patient experienced dense adhesions, severe pain, inflammation and neurological complications. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 8/25/2020. Additional h6 patient code: 3191 - gastrointestinal complications. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, permanent disfigurement and gastrointestinal complications following surgery.

Manufacturer narrative:
Date sent to the FDA: 9/7/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.